Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument involved with this complaint and completed failure analysis testing. The instrument was found to have a broken molded insulator. Broken pieces, measuring approximately 0.96mm x 6.13mm, 2.46mm x 2.55mm, 2.11mm x 3.05mm, and 2.30mm x 1.19mm in sizes, were returned with the instrument. The instrument was found to have a dislodged grip tip. The dislodged grip tip, measuring approximately 4.67mm x 15.19mm, was returned with the instrument. This failure was likely caused by the broken molded insulator. The instrument was found to have a broken conductor wire at the distal end. The break on the conductor wire is located at the molded insulator. The instrument failed the electrical continuity test, confirming a complete break in the wire. No thermal damage was found on the instrument. Components adjacent to the broken wire showed damage.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure the fenestrated bipolar forceps instrument conflicted with the needle driver, causing a defect. A fragment fell into the patient and was retrieved during the same procedure. The procedure was completed. Intuitive surgical, inc. (Isi) followed up with the customer and obtained the following additional information about the complaint: the device fragment fell into the patient when the surgeon was suturing. The issue occurred during the final stage of surgery. The fragments were retrieved during the same procedure. All fragments were retrieved, and the fragment was visually confirmed to match the broken part of the instrument. The procedure was completed robotically. The instrument was inspected prior to use with no damage noted. The fragment fell into the patient during an instrument collision with the needle driver. The fragment will be returned to isi.